Event description:
Customer was unable to get a blood glucose reading in the evening of the event due to an error 4. Customer took an insulin dose without a blood glucose reading. The next morning the customer was non responsive and customer's family member called the paramedics who treated customer for a blood sugar of 40 mg/dl. Customer refused transport to the hospital.